Event description:
Baxa was informed by email on (B)(6) 2012, that an incorrect abacus software neonatal template has been used over a 3 year period, resulting in 79 neonates receiving tpn receiving more nutrients than ordered by the physician in the first 3 days of life. The medical director of the neonatal ICU reviewed the charts of all 79 patients involved and has determined there was likely no harm caused. No patient information has been provided. Several attempts were made to obtain information for the individual patients but the hospital refused to provided the information.

Manufacturer narrative:
The product cannot be evaluated because the information has not bee provided from the customer. Method: the customers' neonatal template has been corrected for the first 3 days of life by baxter's tech support group. Results: the product cannot be evaluated because the information has not been provided from the customer. Conclusions: two templates were created for the customer, however, only one template was used. The customer was not aware that the template had 2 sides: a and b. Abacus is a windows - based order entry software for comprehensive total parenteral nutrition (tpn) calculations and label printing. Software included warning limit capability, aluminum tracking, drag and drop calcium phosphate solubility curve utility and other features to accommodate individual facility protocols. The customer provided one neonatal order form (one sided ) which displayed an "a" and "b" ordering method. The installer created two neonatal templates in abacus named: neonate a>=1 kg. Neonate b <1 kg. The templates for neonatal a and neonatal b were set up using the table on the front of the form which was based on dose delivered when neonate was at full fluids of 130m/kg/day thereby creating a "dose template". The template should have been set up using the table on the back of the form which was a standard concentration, thereby creating a "standard concentration template", so that the doses delivered would have been modulated by the amount of volume delivered. This meant that event with modulation of the volume the same dose of ingredients was being delivered each day. Neonatals usually achieve full fluids on day 4 of tpn therapy, prior to that they are titrated up on day 1-3, usually starting at 60-80 ml/kg/day and increasing by approximately 20ml/kg/day. A thorough investigation was conducted internally and the medical director of the neonatal ICU reviewed the charts of all 79 patients involved. According to the customer, harm was "likely not caused." All families were notified of the error by the hospital. The customers' neonatal template has been corrected for the first 3 days of life by baxter's tech support group. Baxter will be scheduling a revisit with the customer to perform additional training for hospital staff. Baxter will continue to investigate the issue and a follow-up MDR will be filed when more information has been gathered.